Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was missing. The right plunger case was cracked. There was travel course- check clutch/ plunger lever error in the event history log. Multiple occlusion and flow tests were performed. The reported product problem (travel course error) was not replicated during testing. The problem source of the reported product problem was unknown. A root cause was not established. The investigator replaced the clutch halves (left and right), lead screw, and spring as a preventative measure. These parts were over 8 years old.

Event description:
It was reported that the medfusion pump produced a travel coarse error. The product problem was observed during testing. There was no patient involvement.